Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-170mg/dl fasting. Verified test strips expire 05/31/2018. Customer's test strips are being stored in the kitchen and opened vial date is 09/08/2015. Reviewed meter memory (B)(6). Customer is concern with all the results that are over 200mg/dl. No adverse event reported.